Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2023-07421. Related manufacturer reference number:3006705815-2023-07422. It was reported the patient was not receiving effective therapy due to high impedances. Ipg was unable to be placed in MRI mode. As a result, patient underwent surgical intervention wherein both the leads and ipg were explanted and replaced with new ones. Therapy was restored.